Manufacturer narrative:
A ge service representative performed an on site investigation. The voltages on video controller board and image processor boards were evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that an error message appeared on the screen and required a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.